Manufacturer narrative:
Additional information was received that the patient had dementia and would forget to charge the ipg. The physician did not suspect device malfunction. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening of pain in the right lower extremity and tenderness over the ipg site. It was noted that the patient was having continued leg weakness. The patient will undergo an ipg replacement and lead explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17835386 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening of pain in the right lower extremity and tenderness over the ipg site. It was noted that the patient was having continued leg weakness. The patient will undergo an ipg replacement and lead explant procedure.